Event description:
It was reported that noise was observed via remote transmission. Sudden decrease in sensing and increase in pacing lead impedance were also observed. During revision it was found that the set screw was loose. After tightening the set screw, the issue was resolved. Patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).